Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of was confirmed. The light guide connection part was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the telescope ¿ultra¿ light guide connection part was broken. There was no report of user or patient harm associated with this event.